Event description:
The customer reported that the power supply for her pump sparked and caught on fire.

Manufacturer narrative:
A replacement pump and power supply were sent to the customer. In follow up with the customer, she indicated that she witnessed a spark and then "a quick little flame that went right out" at the strain relief. She also indicated that no injuries were sustained as a result of the issue, that her replacement pump and power supply are working without issue and that she returned both the original power supply and pump. However, as of the date of this report, they have not been received. Sparking is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, sparking and fire pose a safety risk should it come in contact with a combustible material. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l follow up actions will be established as a result of the CAPA process.